Event description:
While this device was being evaluated at philips, it was noted that there were failures consistent with an intermittent electrical connection between the therapy cable and the therapy port.

Manufacturer narrative:
While this device was being evaluated at philips, it was noted that there were failures consistent with an intermittent electrical connection between the therapy cable and the therapy port. Philips quality engineers verified the reported failure. Replacement of the therapy cable, and the therapy port resolved this issue. We consider this an intermittent failure of the electrical connection between the therapy cable and the therapy port.